Event description:
The cannulas on my medtronic insulin pump infusion sets - minimed mio advance - are bending inside of me after insertion. This causes unpredictable delivery of insulin. This has been ongoing since (B)(6) 2021. I have used at least 4 different lots of infusion sets, including replacements from minimed, but the problem keeps happening. I suspect that they changed something in the manufacturing of the minimed mio advance infusion sets in 2020 or 2021. Possibly the material supplier for the cannula tubing portion was changed to a faulty material. I have saved several examples of the bent tubing and am adding pictures of the problem. Lot numbers of the different shipments I have tried include: 5350207 5363613 5377100 I reported this problem to the company several times and they sent me replacement sets which didn't work and ultimately encouraged me to change insulin pump companies. When this problem first started happening last year, my a1c went from 6.3 to 7.0 in 3 months. I was not sure what was happening, but did notice that more of my infusion sets were failing (high blood sugar after insertion, so I replaced it after 3-5 hours). I finally noticed the bending and began doing manual bolus' with a syringe. The infusion sets are able to deliver a steady basal rate (approx 1.0 units/hour), but boluses of insulin, especially over 2 units at a time, do not get delivered consistently. Minimed had me do an "occlusion alarm" test. The alarm went off at 3.8 units, but I usually only bolus 3 units at a time, so I never had an occlusion alarm go off. Also, I have noticed that the cannulas might bend more if they are at the end of the 3-day usage. The delivery of insulin might contribute to the bending effect. I have my diabetes in very good control. I am worried about patients who do not and might not notice when their sets are bending. I would appreciate if you would look into this for us. Thank you. My a1c went from a 6.3 in (B)(6) 2021 to 7.0 in (B)(6) of 2021, alerting my doctor and me that I was having difficulty controlling my diabetes after 5+ years of having a steady a1c of 6.3-6.5. FDA safety report ID# (B)(4).